Event description:
It was reported that the patient had no stimulation sensation. The day before yesterday, the patient felt an uncomfortable sensation, then felt no stimulation. The patient had a loss of therapeutic effect and noticed a return of dripping the day before yesterday. There was no known accident or incident related to the event. The patient had no falls or trauma and was not aware that they might have a urinary tract infection (uti) and had not been tested. The patient¿s friend or family member adjusted the stimulation a couple of months ago and when they tried to increase, the patient did not feel the stimulation. They increased some more and the patient started to feel it a little bit. The patient would monitor symptom control on the higher setting. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# v893295, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).